Event description:
During the procedure, a cook instinct endoscopic hemoclip was used in the colon. Once the clip was attached to the mucosa, it would not deploy. The clip stayed in the closed position and would not release. The physician tried wiggling the catheter and even cutting to pull the wire. The physician had to pull the catheter and clip off, which caused add'l damage to the tissue site. Add'l clips were needed. No section of the device remained inside the pt's body. Our laboratory evaluation results confirmed a small section of the hook from the deployment device is missing from this device and was not included in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial reporter stated that a section of the device did not remain inside the pt's body; however the location of the missing section detected during our laboratory evaluation is unk. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire did not separate inside the handle, however the user cut the drive wire and sheath about mid way along the device length. The clip was still attached to the device. Upon inspecting the distal end of the device the drive wire could not be seen in the viewing window of the housing. This would indicate that the hook at the end of the drive wire either broke or straightened out and was pulled back into the sheath. The end of the drive wire was located approximately 4 inches from the distal end. Since the device has been cut, it is not known what method was used to apply force to the device and could have resulted in damage to the hook at the end of the drive wire. Judging by the length of the blue section of the distal end of the drive wire the tip of the drive wire hook has detached and could not be located within the returned device. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not produce the actual conditions of product usage during out laboratory analysis. This limits our ability to conclusively determine a cause. Due to the condition of the returned device with excess drive wire pulled out at the handle and the sheath and drive wire cut midway along the length of the sheath, it is difficult to determine the exact use condition or the amount of force applied to the drive wire. Excessive force applied to the drive wire could result in breakage of the hook. The instruction for use states if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur. Instruction for use states to permanently deploy clip, pull handel spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and fourth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and function testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.